Manufacturer narrative:
Complaint is not confirmed for a problem with the unit causing the reported patient burn. Testing the unit in the as received condition using the customer's returned footswitch found the unit passed all parameters per current bovie medical test procedures. When testing the outputs at line input voltages of 120 volts and 240 volts, the outputs were the same as both input voltages. The unit passed all functional testing and found acceptable for use. A review of the device history record does not show any failures during the manufacturing or inspection processes. A search for similar complaints resulted in no prior reported incidents. This is the first occurrence for this type of failure mode with the a940 generator and an a802eu broken patient plate. Visual inspection of the returned a802eu patient plate shows the corner is bent where the grounding pin attaches and the grounding pin is not attached to the plate. If the pin became detached during surgery, this may be the cause for the patient burn by creating a reduced contact area of less than 3" by 1" instead of size of the plate 4" by 4". Two attempts were made to contact the customer to obtain additional information regarding this reported complaint with no response as of this report date. A probable root cause for the reported complaint is the grounding pin broke during the procedure. If this happened during surgery, anywhere the pin touched would have had the potential to cause a burn since the contact area would have become very small and would not have dispersed the rf energy correctly.

Event description:
Patient received a burn using an a940 generator and an a802eu bovie patient plate.